Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the vessel sealer extend (vse) instrument did not open and a yellow error message appeared. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was sealing and cutting through omentum when the issue occurred. There was no system fault when the instrument issue occurred. The instrument was not stuck on tissue when the issue was identified. It was previously used on meso tissue. The instrument release mechanism was not used because it was not needed. The procedure went well and there was no harm to the patient. A new vessel sealer extend instrument was used to continue the procedure.

Manufacturer narrative:
Based on the claim against the product by the customer noting vessel sealer extend not opening, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The probable root cause of unclamping issues may be attributed to use conditions. The inability to open grips is likely due to high friction in instrument grip range of motion (rom). The grips may fail to open when attempting to cut through too much tissue and overloading the grips, cutting through a hard object like a clip or staple, or failing to keep the jaws of the instrument clean. This issue can be resolved by using either the grip release button to manually open the jaws or an alternate instrument to complete the procedure. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the vessel sealer extend instrument grips did not open and/or were clamped and could not be opened. Medical intervention may be required in the event that the vessel sealer extend fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the vessel sealer extend (vse) instrument was not opening, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The vse instrument was analyzed and found to have self-test homing failures based on log review and during in-house testing. The instrument was placed on an in-house system and failed the self-test homing. The instrument was found to have a dislodged blade. Visual inspection showed that the blade was exposed outside of the blade garage 0.089". No conductor wire damage or snake wrist damage was found. There was no bio debris found at the instrument tip. A review of the logs showed on blade exposed failure. After retracting the blade, the instrument was placed and driven on an in-house system and passed the self-test homing. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. The instrument passed the knife slot test and no ceramic dots were missing. The reported complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the exposed blade is attributed to use conditions. Jaw/knife track contamination by residual or carbonized tissue can prevent full retraction of the blade into the instrument grips after cutting. Cutting thick/hard tissue bundles larger than the instrument's indications may also lead to an exposed blade. This issue can be resolved by using an alternate instrument to complete the procedure. The da vinci system alerts the user that the blade of the vse instrument may be exposed as a mitigation to reduce potential cutting-related injuries. If the blade does not return to the "garage" within a specified time, then the instrument is deemed to have a "blade exposed" and a fault is displayed. After acknowledging the fault, the user must decide to either remove and replace the instrument or override the fault and continue use. If use is continued, then the instrument is restricted from delivering energy or actuating the blade until the instrument is re-installed and successfully completes self-tests. No additional actions are required given that the da vinci system has a mitigation for the vse instrument with its blade exposed.